Manufacturer narrative:
The device has been returned. The evaluation has yet to begin. The investigation is underway.

Event description:
The product turned a dark brass color at the head end after one sterilization. During the operation, "metal debris" was observed peeling off onto the patient's cornea. It did not affect the patient's vision and the patient did not feel uncomfortable. No further action was taken. The "metal" debris is still on the cornea.

Manufacturer narrative:
The product evaluation confirmed that the discoloration was due to reaction of the silver solder to sterilization and can be minimized with proper cleaning. Metal debris was not returned for evaluation. Unable to determine root cause(s). Based on all complaint information and investigation activities completed, no corrective action is required. The investigation is complete.